Manufacturer narrative:
Device history records were reviewed. Review of the generator device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patent¿s vns was ¿not working properly.¿ attempts for additional information have been unsuccessful to date. The patient has an appointment at the neurologist¿s office scheduled to check the vns device that the company representative plans on attending at which time additional information will be obtained.

Event description:
Additional information was received from the company representative who attended the patient's follow-up appointment on (B)(6) 2013 indicating that it was first believed that he vns was no longer working properly about two months ago ((B)(6) 2013). It was believed that the vns was ¿no longer working properly¿ because the patient could no longer feel magnet stimulation when the magnet was swiped. It was reported it was due to ¿improper magnet settings¿ with the magnet settings being too low for the patient. The magnet output current was lower than the normal output current, and therefore, it was not appreciated by the patient. The cause was believed to be due to previous programming. The patient¿s settings were increased as a result. Device diagnostics were within normal limits, indicating proper device function. The physician did not believe there was an issue with the patient¿s vns.